Event description:
Patient was undergoing a laparoscopic nephrectomy. Began bleeding after the firing of one of the staple loads and procedure was converted to an open procedure in an effort to stop the bleeding.despite all medical and surgical interventions the patient fibrillated and could not be resuscitated.what was the original intended procedure?the original intended procedure was a laproscopic nephrectomy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.